Manufacturer narrative:
A ge service representative performed an evaluation over the telephone. The malfunction was verified. It is strongly suspected that the x-ray tube is defective and needs to be replaced. The part was placed on order and a service call had been scheduled in order for a ge service representative to replace the tube and calibrate. The service call was postponed/cancelled. An additional report will be generated and submitted if further information becomes available.

Event description:
It was reported that the system 9800 displayed an "ma sensor failure" and was not operational. There was no adverse patient involvement reported. There was no patient information reported.